Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012 the patient underwent following procedure: utilization of the frameless stealth navigational system for preoperative planning and intraoperative guidance for insertion of pedicle screws l4-5 and l5-s1; preparation disc space l4-5 and l5-s1 for posterior lumbar interbody fusion; placement of spacer l4-5 and l5-s1; posterolateral arthrodesis l4-5 and l5-s1; bilateral l4, l5 and s1 foraminotomies and resection for scar tissue; harvest of local bone. Preoperative diagnosis: degenerative disc disease, lateral recess stenosis and herniated disc l4-5 and l5-s1. Per op notes: we then proceeded to decorticate the regions around the pedicle screws. Locally harvested bone run through the bone mill as well as allograft putty and bone morphogenic protein were placed posterolaterally in amongst the facet joints. Precut, prebent rods were then attached to the pedicle screws with set screws tightened to appropriate pop off torque and counter torque being applied. Construct tested bilaterally found to be very solid.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.